Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc161 bubble CPAP system kit was damaged and partially torn. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The PMA/510(k): the bc161 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the bc161 kit was returned to fph office in (B)(4) for inspection. Our analysis is accordingly based on the event description, and inspection report and photographs provided by fph (B)(4). Results: inspection revealed that the product packaging was damaged, confirming the reported fault. The bc100 bubble CPAP generator that is included in the bc161 kit was cracked, which appeared to be as a result of impact damage. A lot check revealed no other complaints of this nature for lot number 110121. Conclusion: all bubble CPAP system kits are visually inspected prior to leaving the production line and those that fail are rejected. The complaint bc161 kit would have met the required specification at the time of production. This suggests the kit was damaged post production, possibly during transportation or storage. This is the only complaint of this nature that we received for bc161 bubble CPAP system kit in the past 12 months to the end of november 2011.